Event description:
It was reported that since implantation, they have had difficulty getting access to an hcp who can program dbs for ocd. Patient lists some of the concerns that they need addressed. These include: abnormal charging behavior, unusual device responses on the patient controller not previously observed, increasing physical discomfort associated with the device or stimulation, progressive decline in functional/cognitive efficiency, concern about potential abrupt loss or inconsistency of stimulation.  They report that they are concerned with the potential risks of continuing to use dbs therapy without appropriate medical oversight.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reports hardware potentially having a problem. They continue to have decreased efficiency and physical discomforts that seem possibly related. They are charging the device and received a screen on the handheld I have never seen. Prior to this screen they also had an unusual experience. They charge daily due to battery usage. They moved charging to morning today because the physical discomfort increases charging. They were not concerned because most days they use 20 to 40%. Device indicated finished in less than 5 minutes. They turned off puck and switched to the communicator. It said I was at 50% and also said device on correctly. Patient reports concern about potential for abrupt loss of therapy. Cause of issues is unknown and remain unresolved. Patient clarifies that recharging issues refer to marked changes in battery percentage used daily as well as functional changes experienced at different battery percentages. Concern about potential abrupt loss of stim clarified in previously reported info.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.